Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The date of event was corrected according to the provided logs. It was reported that the ventilator failed pressure transducer test during pre-use check. Our field service engineer has investigated the reported ventilator on site. The expiratory channel printed circuit board (pcb) has been replaced to resolve the issue. Evaluation of received device logs confirm that the pressure transducer test failure on the expiratory valve test with voice coil force out of range on (B)(6) 2022. See the device log summary below. The expiratory valve regulates the pressure in the patient circuit by pushing the expiratory cassette membrane into desired position. The power supply to the coil is regulated so that the remaining pressure in the patient system, towards the end of the expiration time, is kept on the peep level according to the user interface setting. The expiratory valve is in turn controlled by the expiratory channel pcb. A malfunctioning expiratory valve section may lead to inadequate ventilation. This will be detected during pre-use check and during ventilation by generated alarms. The conclusion is that the reported pre-use check failures could be confirmed in received device logs but the replaced part has not been sent for investigation. Therefore, the root cause to the reported issue has not been determined.

Event description:
Manufacturer's ref. #: (B)(4).